Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012. During the procedure, the surgeon noted a tear in the urethra behind the mesh when he was adjusting the mesh. The surgeon removed mesh and stopped the procedure. The surgeon repaired the incision. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.